Event description:
The device was returned as it was reported that the device was showing error message that test failed. The event occurred during infusion and preventive maintenance. The results of the investigation found that the error code 41662 was found in the event history 14 times. There was unknown patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. A review of the service history found no indication that the complaint was related to prior servicing within the review period. The reported alarm condition was confirmed through review of the event history log and during motor testing. Visual and functional testing were performed, and the root cause was identified as a faulty flex ay cam sensor. The sensor was replaced, resolving the issue.